Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of central screw in glenosphere. So glenosphere disassociated from metaglene. Doi: unknown, dor: (B)(6) 2021, unknown side. No trauma. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/03/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021. 5) IFU reference: w90910 rev c. Device history review: please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/03/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021. 5) IFU reference: w90910 rev c.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned to viant medical france manufacturing site for further evaluation. The breakage and disassociation can be confirmed based on the damaged the device presented, however a root cause cannot be traced to a manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> please provide: 1) quantity manufactured: 30 2) date of manufacture: 02/03/2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 01/31/2021 5) IFU reference: w90910 rev c. Device history review ==> please provide: 1) quantity manufactured: 30 2) date of manufacture: 02/03/2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 01/31/2021 5) IFU reference: w90910 rev c. Corrected h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that the affected side involved in this event was the left side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> examination of the returned device confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/03/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2021. 5) IFU reference: (B)(4) rev c. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.